Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
On an unknown date, the patient underwent bha procedure. On unknown date after bha the bipolar cup was dislocated, and on (B)(6) 2020, the revision was performed (the bipolar cap and the inner head were revised). The reporting surgeon¿s opinion: it was first case that only the bipolar cap was dislocated. There was a possibility that locking had not been done properly at the initial bha. But the cause was unknown. The reporting sr¿s opinion: the inner polyethylene of the bipolar cap was found to be deformed after the removal. It was unknown if this was the cause of the event. But please investigate why it was deformed and the cause of dislocation.

Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: material analysis was not performed as this is not related to material integrity. Damage visible consistent with implantation/explantation. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
On an unknown date, the patient underwent bha procedure. On unknown date after bha the bipolar cup was dislocated, and on (B)(6) 2020, the revision was performed (the bipolar cap and the inner head were revised). The reporting surgeon¿s opinion: it was first case that only the bipolar cap was dislocated. There was a possibility that locking had not been done properly at the initial bha. But the cause was unknown. The reporting sr¿s opinion: the inner polyethylene of the bipolar cap was found to be deformed after the removal. It was unknown if this was the cause of the event. But please investigate why it was deformed and the cause of dislocation.